Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable/therapy electrode) has been confirmed. Upon investigation the front therapy electrode was pulled out of the cable connecting front therapy electrode with ECG a and b, at the strain relief. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.